Event description:
It was reported the scs system was nit proving effective coverage and as such the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.